Event description:
It was reported that the atrial lead had a sudden rise in impedance and triggered a warning for an infinite impedance measurement. Additionally, the lead had high thresholds and would not pace off the analyzer at 5 volts @ .4 milliseconds and the lead was far field r-wave (ffrw) oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.